Manufacturer narrative:
Concomitant product(s): product ID: 3389040101, serial# (B)(4), product type: lead. Product ID: 748240cv, serial# (B)(4), product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer, patient. Device s/n was updated. Mfg site ID was updated to (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
The patient had the implantable neurostimulator (ins) replaced on (B)(6) 2015. On the same day after replacement, the patient was put back at his previous settings he was at before. The device was checked and the left stn was at 88 ohms and 24.819 ma. The settings were changed so he was at 5.488 ma which was little more reasonable but it was still thought it was high. The patient experienced a loss of therapeutic effect and noticed a return of tremor which caused him to check his device with his patient programmer (pp). The "oos" error code on the pp was seen and then elective replacement indicator (eri). The health care provider (hcp) wasn't sure if the patient was reading the code correctly. The patient was able to get past the screen and was able to increase the voltage on one side. The patient has not been into the hcp office yet to do an impedance check. The hcp felt that the patient's ins depleted really fast. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: 7436, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the manufacturer's representative that reported the oos message was seen in (B)(6) 2015. On (B)(6) 2015, the patient visited the clinic and the eri message was confirmed and low impedances were measured. On (B)(6) 2015, the ins was replaced. During the replacement surgery, the surgeon noticed that there was erosion along both deep brain stimulation leads. The surgeon repaired the erosion with medical grade silicone and sheathed the areas with an anchor. Impedances were measured and found to be normal. The surgeon indicated that if the erosion were to recur, he would replace the leads. Following the replacement, the patient was reportedly ok and receiving effective therapy.